Event description:
The customer reported error e101 during a procedure involving an olympus xenon light source. No patient injuries occurred.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.